Manufacturer narrative:
Thv tvt registry. The pre- op CT, procedural tee and procedural cine were submitted for review by an edwards physician, the following observations and impressions were provided. Pre-op CT showed the annular diameter was 351mm per CT. The procedural cine showed calcified leaflets. The balloon aortic valvuloplasty (bav) procedure was performed well. There was no contrast injection. The first valve implant was performed well. The second valve was inserted through the first valve and correctly deployed (viv). There was no final angiogram to assess ai. The procedural tee confirmed the central ai. The rcc leaflet was observed to be non-functioning. The second valve was seen within the first. There was trace pvl, all three leaflets were functioning. Impression: the patient had calcified native aortic leaflets. Good bav, but no injection. The first valve appears to be implanted well. No cine images were provided of the angiogram showing central ai. The second valve was implanted well within the first valve. Tee confirms non-functioning rcc leaflet of the first valve with central ai. The root cause remains undetermined.

Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the motion restricted leaflets likely caused the central aortic insufficiency (cai). The exact cause of the motion restriction is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr, a valve in valve procedure was required, as post placement of the 23mm sapien 3 (s3) in the aortic position, there was evidence of central ai via tee and the anterior leaflet (the non-right cusp) appeared to be frozen. Balloon aortic valvuloplasty (bav) was performed with edwards 20 x 4 bav balloon utilizing held respirations and rvp. The 23mm s3 /commander delivery system was introduced and the valve was deployed utilizing held respirations and rvp. Post deployment, there was evidence of central ai via tee and upon continued assessment, it was noted by the echocardiographer that the anterior leaflet (the non-right cusp) appeared to be frozen. The patient was hemodynamically stable. After continued tee assessment, the tavr md team decided to place a second valve as the ai was deemed to be severe. The second 23mm sapien was placed without event and there was no central ai and trace pvl.